Event description:
After trying 3 different CPAP face masks, the same problem occurs. The exhaust blows into the head of the bed partner causing health problems for the partner including respiratory distress, earaches, nausea, sinusitis, stiff neck, congestion, sleep deprivation, and depression. Last night the bed partner was forced to leave the bed, again. Depression and congestion has resulted. Today, partner is unable to go to work. Dates of use: (B)(6) 2011 - (B)(6) 2012 and (B)(6) 2011 - (B)(6) 2012